Event description:
Procedure: gastroenterostomy. According to the report: bleeding occurred from the anastomosis during the procedure. When the surgery was finished, the stomach enlarged. The doctor tried to insert fiber, but coagulation was in stomach and could not be seen. Therefore, a re-operation was required. Bleeding was under 500cc. Add'l resection of tissue was required.